Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed and reproduced the experienced lack of audio function. The evaluation experienced the no audio condition caused by an improperly seated backflex. The backflex was seated properly, and the pump functioned as designed.

Event description:
During baxter's functionality testing of a spectrum pump, it had no audio output. There was no patient involvement.